Event description:
It was reported that a perforation and death occurred. A rotapro 1.50mm and a rotawire drive were selected to treat a 90% stenosed and mildly tortuous and severely calcified left anterior descending distal artery. Ablation was started at 190,000 rpm, and after 4-6 times of ablation, the patient's condition deteriorated, and ablation was immediately discontinued. Angiography confirmed perforation in the lesion, and a coronary stent graft and covered coronary stent system were placed. The procedure was completed. The patient passed away a few days post the index procedure. It was noted that a spasm was not noticed, and the ablation was performed as it was.